Manufacturer narrative:
The needles were returned for investigation. The lot DHR could not be reviewed as the needles were returned without lot identification. The needles were inspected and subjected to atp testing. The needles met specifications. No evidence of vacuum insulation loss was observed. The complaint could not be confirmed.

Event description:
During freezing, the icerod plus made ice on the probe like a normal icerod. There is a problem of insulation. The physician has used hot water to protect the skin during freezing. Procedure was completed successfully.